Manufacturer narrative:
Product investigation is in progress.

Event description:
Shed fibers [device breakage]. Applicator cannot be properly inserted- tampax [device deployment issue]. Case narrative: consumer reported via email that the tampon shed fibers. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Shed fibers [device breakage]. Applicator cannot be properly inserted- tampax [device deployment issue]. Case narrative: consumer reported via email that the tampon shed fibers. No injury was reported.